Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) reported lead replacement. Impedance readings indicated that they were greater than 10,000 ohms on all contacts, 8-15. Both leads were replaced, one due to high impedances, the other due to MRI compatibility. It was not known which serial number applied to the lead with the high impedances. This resolved the issue. The implantable neurostimulator (ins) was replaced also, due to reaching normal end of service (eos). Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.